Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, one heartstring seal did not load properly. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the device was received with the seal in the loader, viewable through the window. The delivery device was inside the loader and the plunger had not been depressed. The seal was intact next to the delivery tube and the springs were extending from the delivery tube. Based on the reported complaint and the visual analysis, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. The reported failure "short port btt black inflation valve dislodged" was confirmed. (B)(4).